Event description:
It was reported that a cadd-solis pump was alarming "cassette not attached properly", reattach cassette. This is a high-priority alarm that, if it recurs during use, can interrupt therapy. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.